Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 20. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, swelling and bleeding. No further patient complications were reported.